Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.